Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
It was reported that the ventilator had an error code indicating inhalation autozero test failure. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the error code in the ventilator diagnostic logs. The se reseated the cable on sensor board and three station solenoid to address the reported issue.